Event description:
(B)(4). Hair loss, skin blotches, head aches. Blurred vision, dizziness, confusion, depression, weight gain, bloating, severe abdominal pain, cramps continuous, heavy clots during periods, periods lasting more than 12 days, severe joint pain, swelling in hands and feet, heart racing, sleeplessness, and over all feeling of tired and not rested.

Event description:
(B)(4). When the joint pain started I saw a pcp and was tested for arthritis. I did not have arthritis. I was given medication called meloxicam for my joint pain at 7.5 ml. This was not enough and I have had to double and now even triple my dosage to help with the joint pain.

Event description:
(B)(4). I am scheduled to have a lavh (B)(6) 2016 due to the problems I have had with the essure device